Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('an x ray shows 3 fragments left behind after my surgery last month/') and device expulsion ('doctors pull the coils from the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), headache ("left side pain") and pelvic pain ("left side pain"). The patient was treated with surgery (hysterectomy,removed tubes with some coil and ovaries/remove fragments,uterus and cervix). Essure was removed. At the time of the report, the device breakage, device expulsion, headache and pelvic pain outcome was unknown. The reporter considered device breakage, device expulsion, headache and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device breakage, pelvic pain, headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: sm received : events added- pelvic pain, headache and doctors pull the coils from the uterus. Reporter added. On (B)(6) 2020: process with fu 2. On (B)(6) 2020: process with fu 2. On (B)(6) 2020: process with fu 2. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('an x ray shows 3 fragments left behind after my surgery last month/') and device expulsion ('doctors pull the coils from the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), headache ("left side pain") and pelvic pain ("left side pain"). The patient was treated with surgery (hysterectomy,removed tubes with some coil and ovaries/remove fragments,uterus and cervix). Essure was removed. At the time of the report, the device breakage, device expulsion, headache and pelvic pain outcome was unknown. The reporter considered device breakage, device expulsion, headache and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device breakage, pelvic pain, headache . Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('an x ray shows 3 fragments left behind after my surgery last month') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('an x ray shows 3 fragments left behind after my surgery last month') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- device breakage. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.